Event description:
A report was received stating that during use of the listed device, a pt was admitted to the hospital for diabetic ketoacidosis. While at the hospital, the pt discovered that the luer lock connection between the pump and infusion set had been leaking. The pt was given an insulin drip and IV fluids and released form the hospital the following day ((B)(6)2013). No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.